Event description:
It was reported that during a laparoscopic gastric bypass procedure, the seal of the trocar was leaking pneumo. Not reported how the case was completed. No pt consequence was reported.

Manufacturer narrative:
Date sent: 04/15/2009. Info anticipated, but unavailable at this time.